Event description:
It was reported that the implantable pulse generator (ipg) had tilted, and the patient was experiencing extended and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.